Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Component code: g07002 ¿ device not returned related events captured via 2210968-2024-04424 and 2210968-2024-04425. Citation: journal of surgical case reports, 2022, 6, 1¿3; https://doi.org/10.1093/jscr/rjac270.

Event description:
Title: dystrophic calcification within biologic graft occurring with use of calcium sulfate antibiotic beads masquerading as an enteric fistula this study describes a case where dystrophic calcification following abdominal wall reconstruction with calcium sulfate antibiotic beads was misinterpreted on computed tomography imaging as an enteric fistula and almost resulted in an unnecessary emergency surgical procedure. This reports a case of a 59-year-old female who developed an incisional hernia following an open hiatal hernia repair. She underwent a repair with polypropylene mesh that was complicated by a mesh infection that required partial mesh explantation. 2 years later, she re-presented with a recurrent midline incisional hernia. Her risk factors for infection included prior mesh infection, smoking and a body mass index (bmi) of 35. At surgery, bilateral anterior component separation with release of the external oblique muscles was performed, the fascia was closed primarily, and the repair was reinforced with a competitor porcine submucosa hernia graft (manufacturer: cook medical ltd) placed intraperitoneally and anchored circumferentially with interrupted #1 pds suture (ethicon). A non-ethicon stimulan 20 cc calcium sulfate antibiotic beads infused with vancomycin 4 gm and gentamicin 240 mg were utilized, with half of the beads placed on top of the mesh, below the fascia and the other half on top of the fascia in the subcutaneous space. A drain was left below the fascia on the mesh and 1 on each side deep to the subcutaneous flaps. The skin was approximated with a running 4-0 monocryl sutures (ethicon) and applied a competitor negative pressure dressing over the incision (manufacturer: kci technologies ltd). The patient had an uncomplicated early recovery and was discharged home on postoperative day 5. The patient returned 2 weeks later with a superficial wound dehiscence that was managed with negative pressure wound dressing. 5 months later, the wound had still not completely granulated in and a CT scan demonstrated a (6×8cm) abscess between the fascia and the mesh. The fascial closure remained intact and the abscess was managed by percutaneous drainage. Cultures demonstrated candida albicans and the patient was treated with an 8-week course of fluconazole. During this time the percutaneous drainage ceased and the drain was removed. The patient presented to the emergency department 7 months later with worsening abdominal pain and a CT scan was performed. The report noted an abnormal collection of oral contrast lying within the base of the anterior midline indicating there is a fistulous track communicating with an adjacent small bowel segment. On the basis of the CT findings, she was advised that she needed emergency surgery, mesh explantation and segmental small bowel resection. However, there was no clinical evidence of enteric discharge through the wound and the patient remained well with no fever and no elevation in white blood cell count. It was then decided to forego emergency operative exploration and continue conservative management. 2 months later, the subcutaneous wound had still not completely granulated and an exploration and debridement under general anesthesia was performed that failed to demonstrate an enteric fistula. The wound was eventually managed by local skin flap advancement. Reported complications included superficial wound dehiscence (n=1) and a 6×8 cm abscess in the fascia (n=1). In conclusion, this case highlights that the atypical horizontal linear calcifications can be misconstrued as extraluminal contrast on CT. Considering the high frequency in which calcinosis is being observed in this patient population, it is important to be aware of this phenomenon in the post-operative evaluation of this often complex patient population.